Event description:
It was reported that the tip of the 1.5 driver tip broke off in the va screw head while implanting. The driver tip was left inside the head of the screw. Aculoc 2 distal radius procedure - no adverse event reported, delay of 10 minutes

Manufacturer narrative:
The device was returned for investigation. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation.